Manufacturer narrative:
Concomitant medical products: ID 97755, lot#/serial# (B)(4), explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that on sunday when the patient went to charge their ins it took him 2 hours to charge it to 80%. Patient reported that for a while his ins charge was moving between 60-70%. Patient stated that he saw no physical damage on his rtm, it was not hot and he did not receive any errors. Patient stated that he reset his controller. Pss advised the patient to clean his equipment, start his charge session with a full controller battery and reset controller again and if the issue persists, to call back. No symptoms reported. No further complications were reported/anticipated.